Event description:
It was reported that the device would not operate on ac source. There was no report of patient involvement associated with event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and observed that it would not operate on ac power. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.